Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, missing display window, damaged keypad overlay, case dented and cracked reservoir tube lip. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, no delivery test, displacement test due to damaged lcd glass.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have lost insulin pump and then found it. Customer reported that when insulin pump was found, display screen was damaged with a "purple ink blob" under display screen. Customer believed that insulin pump may have been ran over. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.